Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient wants to see tv better. The iol was exchanged for another lens model 9 days following the initial implant procedure. Clinical reason patient mentioned was not satisfied with vision.